Event description:
Pt having CABG done with endoscopic leg vein harvesting using the new saphena venapax harvesting system. At the end of the procedure, as we were closing the lower leg incision, nurse noticed a hard knot or bump under the surface of the skin about in mid calf. After investigating, the clear plastic cone tip of the endo harvesting device was found inside pt. No harm to the pt present. Device has been saved. Physician notified.